Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low albt2 tina-quant albumin gen.2 results for two patient urine samples. Patient 1 had a test for albumin. There was also an albumin/creatinine ratio ordered for this patient. The sample was split, and another albumin test was performed for the albumin/creatinine ratio. The first result was 18.25 mg/dl and the second result with a 1:20 dilution was 371.40 mg/dl. These results were reported outside the laboratory. The patient complained about the difference in the results and the laboratory repeated testing on (B)(6) 2017. The first repeat result with a 1:20 dilution was 401.90 mg/dl and the second result with a 1:20 dilution was 383.26 mg/dl. Patient 2 initial result on (B)(6) 2017 with a 1:20 dilution was 250.40 mg/dl. The repeat result was 466.85 mg/dl with a data flag. The erroneous result was not reported outside the laboratory for this patient. There was no allegation of an adverse event. The reagent lot number was 18315001 with an expiration date of 06/30/2018. Review of the provided calibration and qc data found there were acceptable. The provided reaction kinetic data for patient 1 indicated a high amount of the analyte in the sample and a possible pipetting issue. The field service representative performed precision testing on the analyzer and it was not acceptable. He found an issue with one of the sample probes and with the absorbance photometer. He replaced and adjusted many parts of the analyzer and ran performance testing which was acceptable.